Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 11/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the complaint of channel error could not be confirmed; no product or device logs were returned for investigation. H3 other text : device was not returned.

Event description:
It was reported that device had channel error. Both the pressure sensors were replaced. The device was calibrated, preventative maintenance (pm) was performed and passed all tests. Per customer, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device had channel error. Both the pressure sensors were replaced. The device was calibrated, preventative maintenance (pm) was performed and passed all tests. Per customer, no further information will be provided.